Manufacturer narrative:
The axium coil will not be returned for evaluation as it was discarded at the site, product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during cerebral aneurysm embolization, during preparation, the physician found the break indicator of the axium was kinked when he tried to remove it from the package. Also, the coil was found prematurely detached. New axium (same size) was opened and procedure completed. The device was not used in the patient. No injury was reported,.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.